Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Encoder failure in motor control board faulty in ail sensor assy bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: caller has a 8100 unit giving a 242.4030 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: there is motor movement before the error. I had biomed take rear case and inspect the ail op1 sensor. Saw that half the sensor was broken. Recommend to replace the ail to correct issue. Biomed will repair and call back if any other assistance is needed. (B)(4).